Event description:
The disposable hemoconcentrator for perfusion was defective. It appeared to have broken fibers. The device was immediately removed from the bypass setup. There was no injury, or break in sterile technique. Have used devices from this lot with no problems.

Event description:
The disposable hemoconcentrator for perfusion was defective. It appeared to have broken fibers. The device was immediately removed from the bypass setup. There was no injury, or break in sterile technique. Have used devices from this lot with no problems.